Event description:
It was reported that the patient underwent a heart transplant on (B)(6) 2022. Due to patient privacy laws, the account declined to provide patient outcome for this event. Based on the patient's available record and the reported outcome, there were no device issues at the time of the patient outcome.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Section a1: patient identifying information cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. This information should have been redacted from the initial report. Manufacturer's investigation conclusion: a specific cause for the reported transplant could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the event(s) that prompted the transplant could not be conclusively established. Privacy laws reportedly prohibit the customer from providing information regarding the case. Based on the patient's available record and the reported outcome, there were no device issues. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, lists adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.